Event description:
Discordant, (B)(6) results were obtained on one patient sample on an advia centaur xp instrument upon a duplicate repeat run. The discordant results were not reported to the physician(s). The sample resulted (B)(6) upon initial run, which matched the patient¿s clinical history. The sample was repeated in duplicate on the same instrument and results were (B)(6). The sample was repeated again on an alternate instrument, resulting (B)(6). The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.

Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. The cse proactively ordered the customer new calibration materials and acid and base reagents. The cause of discordant, (B)(6) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.